Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the part and lot number was not reported. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection and leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the part and lot number was not reported. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported loose/intermittent connection difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1354 removed.

Event description:
Subsequently, it was noted that the issue was the connection at the luer lock. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated to 7/1/2024. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that during use of the indeflator when applying negative pressure, it was observed to leak at the luer lock connection site. It was noted that the indeflator was only leaking with non-abbott balloons and non-abbott stents. Another device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.